Manufacturer narrative:
The pump was received with operating currents within specification, and passed the rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump alarmed pump error 63 during the self test. The problem was isolated to the keypad assembly. No critical pump error alarms were noted during testing. The pump was received with a fading serial number, minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report a critical pump error alarm and a red x on the display. The customer's blood glucose level was unknown. The customer was advised that the device would be replaced, and to return the device for analysis.